Event description:
It was reported that the patient underwent surgical intervention to implant an inflatable penile prosthesis (ipp); however, the left proximal corpora was perforated. To address the issue, a suture was passed through the corpora and the proximal tip of the device and the corporotomy was extended on the left side. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.